Event description:
It was reported that the patient experienced syncopal episodes that resulted in fainting and a broken arm. Upon interrogation of the pulse generator, loss of capture in the atrium and ventricle were observed. Stored electrograms confirmed loss of capture. A tilt table test confirmed the syncopal episodes were due to a supraventricular tachycardia. The device was reprogrammed. No additional information was provided.